Event description:
It was reported that there was low impedance. Pre-operative impedance testing showed 6<(>&<)>c high, 4<(>&<)>6 high, 5<(>&<)>6 high, 4<(>&<)>5 low, 4<(>&<)>7 low and 5<(>&<)>7 low. There were no patient symptoms reported. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 7436, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).